Event description:
It was reported that during a lobectomy, the hp054 could not be attached to an ace23j properly. When the hp054 was detached from the ace23j, the stud was broken off. No pieces fell into the patient. Another hp054 was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Nose cone and 4-40 stud the handpiece was received with the 4-40 stud broken. In addition, the handpiece was received with the nose cone cracked and the mount was noted to be loose. No functional testing could be performed due to the device returned condition. The instrument was disassembled to inspect internal components. The moisture indicator was positive, the acoustic isolator was torn. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal; this may be caused by a reduction of the compressive force on the distal seal. Possible causes that may have contributed to this are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torque or plastic torque wrench not used. It is possible that the broken stud contributed to the assembly issue when trying to attach the instrument to the handpiece.